Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested but was not available. Trend analysis: no trend analysis could be performed as no item numbers is/are available. DHR review: as no lot number was provided, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description: it was reported that the patient was implanted with a total hip prosthesis in 1999 and was revised on (B)(6) 2010 due to a periprosthetic fracture of the proximal femur after having fallen down the stairs. Review of received data: revision report dated (B)(6) 2010: diagnosis: right periprosthetic fracture. Yesterday the patient fell down the stairs and suffered the complex proximal periprosthetic fracture. Surgery: revision of cup, inlay. Implantation of revitan, biolox head. Repositioning of the fracture and fixation using circular cerclages. No complications have been noted. X-rays: 6 x-rays have been received. Two x-rays show the situation prior to the periprosthetic fracture. Four x-rays show the periprosthetic fracture prior to the revision. As the root cause for the periprosthetic fracture can be determined to be the fall of the patient down the stairs, which she experienced the day before the revision, the x-rays are not further reviewed as they will not aid the investigation of the reported event. There is no indication for an implant failure. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check could not be performed as the part numbers remain unknown. Conclusion summary: it was reported that the patient was revised after more than 10 years in vivo due to a periprosthetic fracture of the proximal femur. There are no indications for any nonconformance of the reported devices. The root cause for the periprosthetic fracture can be determined to be the fall of the patient down the stairs, which she experienced the day before the revision. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: the following case is associated with this event (same patient): (B)(4).

Manufacturer narrative:
Concomitant medical products: item: unknown fitek cup hip, item#: unknown, lot#: unknown. Item: unknown metasul insert hip, item#: unknown, lot#: unknown. Item: unknown metasul head hip, item#: unknown, lot#: unknown. X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on february 06, 2019 to the appropriate representatives: any device identification(s) and control number(s) used ref and lot number of all affected products; the availability of the affected product(s) (non-availability with a rationale); exact implant date (implantation report). A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: the following case is associated with this event (same patient): (B)(4).

Event description:
It was reported that the patient was revised due to periprosthetic fracture of the proximal femur. Note: exact date of implantation is unknown; we assume therefore last day of the year: (B)(6) 1999.